Manufacturer narrative:
Corrected: h6. Updated: h6 and h10. Correction to h6 of the initial report, type of investigation code "4112 - analysis of data provided by user/third party" was inadvertently selected. This report is being supplemented to provide additional information based on additional information from follow-up with the user facility and the legal manufacturer's final investigation. According to the feedback from the hospital, the hospital does not have its own testing protocols, and the hospital's bacterial testing standards are in accordance with the technical code for cleaning and disinfection of flexible endoscopes issued by the national health and family planning commission of the people's republic of china, which stipulates in 7.3.2 that the disinfection qualification standard is a total number of bacterial colonies of less than <=20cfu/piece. All of the cases in this instance were general endoscopies that met this standard. According to the document g b15982 cited in the code, highly hazardous medical devices should be sterile and moderately hazardous medical devices should have a colony count of <=20cfu/piece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was conducted insufficiently due to leakage from the biopsy channel. The reported event was not confirmed as the scope was not microbiologically tested by olympus and the user culture test report was not shared. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infections suspected. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning was not provided by the customer; however, the customer did indicate the scope was pre-cleaned immediately after procedures, bagami multi-enzymatic cleansing antibacterial solution was used to clean the scope, the channels were brushed during manual cleaning, and an unknown automatic endoscope reprocessor (aer) was used. There were no problems noted with the aer. During device evaluation at olympus, it was found that water tightness was lost due to a pinhole on the channel tube, switch one was damaged, the light guide lens was chipped, the insertion tube and the light guide tube were slightly wrinkled, and the insertion tube had dents. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope tested positive for microbial contamination in the biopsy tube. The reported issue was found during reprocessing of the scope. The criteria for bacterial testing of the scope were categorized for general examination criteria and therapeutic criteria according to the hospital's procedures. The scope met the standard for general examination after the bacterial test were received, but not the therapeutic criteria. The hospital did not use the scope for general examinations until the results of the bacterial test were received. Another test for the therapeutic criteria was done and the criteria was not met. The use of the scope was then discontinued and the scope was sent for repair. The scope was used for 27 general examination procedures. There was no reported patient harm or impact due to this event. Reports are being submitted for each use of the scope after testing positive. Please refer to the following related patient identifiers: (B)(6).